Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient via a manufacturer representative who was receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported a volume discrepancy had occurred, the actual residual volume was 11 mls and the expected residual volume was 3 mls. It was unknown if the patient had any previous volume discrepancies. It was indicated the patient had not been getting relief, and then the discrepancy occurred. The representative did not think there were any motor stalls noted in the logs. The healthcare provider checked the catheter, and it was determined the catheter was patent. The pump was replaced (B)(6) 2016, and it was reported the patient seemed to be doing well since the replacement.

Manufacturer narrative:
Analysis of the pump did not identify any anomalies. Result code and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.